Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that during a da vinci-assisted distal gastrectomy surgical procedure, the endoscope retracted on its own while the surgeon was using it. The endoscope was installed on universal surgical manipulator (usm) 2 at the time, and after it retracted, the customer attempted to push it back in but noticed a yellow flashing light on usm 2. The yellow flashing light lasted a few seconds, after which the customer was able to push the scope back through the cannula. The surgeon continued with the case. The intuitive surgical, inc. (Isi) technical support engineer (tse) inspected the error logs and found repeated overheating scope faults, but no errors related to usm 2. The procedure was completing as planned with no reported injury. Intuitive followed up and obtained additional information. Customer confirmed that the endoscope had part# 470057-11/ serial# (B)(6). There was no patient injury. It was returned on 2/24/2026.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis investigations did confirm but not replicate the complaint "scope overheating". The endoscope cable integrated connector was visually inspected and found with mechanical damage. The cable integrated connector ferrule exhibited mechanical damages such as scratch marks, indentations or broken or missing pieces located at cable connector proximal end. The endoscope was evaluated and found with a camera instrument adapter defect. The endoscope was placed through friction test using a screening aide to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The camera instrument adapter removed from endoscope housing and evaluated and found with aea shaft bearing contributing to friction. The endoscope was placed through friction test using a screening aid to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The endoscope was tested and place on an in-house system for cable testing and failed due to wpb defect.

Event description:
Refer to h11 for follow-up information.